Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken grip cable that was sticking out at the distal idlers. The idler pulley spun freely but exhibited some wear. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.